Manufacturer narrative:
This device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this pacemaker was suspected of exhibiting a battery anomaly. The patient was sent home with a communicator. No adverse patient effects were reported. This pacemaker remains in service.